Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received inaccurate fill estimates despite delivering basal and boluses of insulin throughout the day. Reportedly, this issue occurred twice in the past, but now appears to be accurate and working fine. The customer's blood glucose level was not provided.